Event description:
It was reported that ¿about six to seven months¿ prior to report the patient met with a manufacturer representative when they had an adjustment. It was noted that it had ¿changed¿ and did not ¿do anything when doing different movement.¿ it was noted that adaptive stimulation was on. It was noted that this ¿stopped about three months¿ prior to report. It was noted that it was ¿sporadic¿ and as of the date of report ¿did nothing.¿ it was noted that ¿basically¿ it did not change when the patient was sitting or standing. It was further noted that it ¿used to.¿ it was also noted that it stayed the same. The patient noted that at times they had to go and turn it up or change the settings between the left and right leg to get it ¿somewhere comfortable.¿ the patient made an appointment at the (B)(6) and at 9am and wanted a manufacturer representative to be at the appointment. It was noted that the manufacturer representative was not at the appointment at had no information. It was later reported that the manufacturer representative spoke with an individual at the (B)(6) and the patient had an appointment with the doctor on (B)(6) 2014. The manufacturer representative noted that they would be at the appointment to do some troubleshooting. It was later reported that the manufacturer representative did not think there was an appointment and it looked like the patient called technical services themselves. It was later reported that the manufacturer representative requested follow-up after the appointment so they might provide follow-up information. Additional information was requested, but was not available at the date of this report. The patient also reported a burning/stinging/little shock sensation at the same time of this event. For information related to that see report# 3004209178-2014-08284.

Manufacturer narrative:
Concomitant medical products: product ID: 3778, lot# v946783035, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. (B)(4).

Event description:
It was reported adaptive stimulation was activated only on group "c". It was noted adaptive stimulation was now activated on group "a" as well. It was noted there was no malfunction, cause determined, or intervention taken or planned. It was reported the patient was receiving effective therapy.